Event description:
New information received noted that no intervention was performed and the patient is in stable.

Event description:
It was reported that the patient presented with post-paced t wave oversensing on their implantable cardiac defibrillator (ICD). No further information about intervention or patient status was reported.